Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that the device was shocking her in the butt and she also experienced a lot of pain in the implantable neurostimulator (ins) area for 3-4 days after every time she charged. These issues occurred in (B)(6) 2015 and the change was considered sudden. The ins was replaced on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes non-malignant pain and failed back surgery syndrome and radicular pain syndrome (radiculopathies).